Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient receiving gabalon of an unknown concentration at a dose rate of 60 mcg/day via implanted infusion pump for cerebral palsy. It was reported that in (B)(6) 2022, there was an experience in which the catheter was fractured. The date 2022-sep-01 is considered an approximate date of event (specific month and year known only). The patient had experienced reduced effectiveness, a catheter replacement was performed.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath lot# unknown; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath; serial/lot #: unknown; ubd: unknown; UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.